Event description:
It was reported the customer had damaged their insulin pump. Customer's mother stated their insulin pump had a black spot on the screen, preventing the customer from reading their settings. It was also found the customer's screen had scratches. Customer's mother also reported the customer had frequent no delivery alarms while rewinding their insulin pump. The customer's blood glucose was 283 mg/dl. The mother declined to troubleshoot for the no delivery alarms and high blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a severely cracked and bleeding lcd glass. The insulin pump also has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Unable to perform functional testing due to lcd damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.